Event description:
It was reported that artifacts were reported in the primary sensing vector involving this device. It was also noted that the patient received three inappropriate shocks. The patient was seen at the clinic for further testing and a pocket revision as planned. A review of device data by technical services (ts) noted that due to the ability to reproduce a baseline shift and signals a sense b node issue or an electrode conductor break could not be ruled out. Ts noted in case the secondary sensing vector was tested and showed no noise or artifacts, this vector may still be able to be used as normal amplitudes were evident. Additional information noted that a revision took place and this device was explanted. The electrode pin appeared fully inserted into the header, although one of the setscrews appeared to be stripped, which the physician believed could have been the result of the noise seen. The device was replaced with a new device and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, the device passed all testing in the laboratory setting. As such, there was no conclusive evidence of a specific cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that artifacts were reported in the primary sensing vector involving this device. It was also noted that the patient received three inappropriate shocks. The patient was seen at the clinic for further testing and a pocket revision as planned. A review of device data by technical services (ts) noted that due to the ability to reproduce a baseline shift and signals a sense b node issue or an electrode conductor break could not be ruled out. Ts noted in case the secondary sensing vector was tested and showed no noise or artifacts, this vector may still be able to be used as normal amplitudes were evident. Additional information noted that a revision took place and this device was explanted. The electrode pin appeared fully inserted into the header, although one of the set screws appeared to be stripped, which the physician believed could have been the result of the noise seen. The device was replaced with a new device and will be returned. No additional adverse patient effects were reported.